Manufacturer narrative:
One device was returned for repair. This device has not been in for service in the past 12 months. Event log was reviewed, and no issues were found. Functional testing was performed and device passed accuracy testing three consecutive attempts. The primary complaint was not confirmed. Device passed all functional tests. No repairs were required.

Event description:
It was reported that during a preventative maintenance check the device was found over infusing 7.2%, 7.7% and 7.2%. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.